Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the camera head has a cable break near the connector side. The problem was found during an unspecified procedure. There were no reports of patient harm.

Event description:
The customer reported that the camera head has a cable break near the connector side. The problem was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to damage on cable unit, the water tightness was lost. A device history review DHR was conducted, and no issues were identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.